Manufacturer narrative:
Concomitant medical products: etlw1610c93e stent graft, implanted: (B)(6) 2015; etbf2816c166e stent graft, implanted: (B)(6) 2015; etlw1616c124e stent graft, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting short v-v intervals related to noise. The noise was reproducible with manual arm movements. A possible fracture of the rv lead was suspected. Non-sustained ventricular tachycardia episodes were also noted. Some were true, but others were due to ¿sensing problems¿ on the right atrial (ra) lead. The patient was hospitalized. The rv lead was then capped and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.